Event description:
Customer reported hospitalization due to low blood glucose readings. Customer states that the blood glucose reading is 45 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.